Event description:
A nurse reports that during the very beginning of lasik surgery, the laser stopped firing. The facility had another laser system on site, so they moved the pt and completed the procedure on the second system. The nurse indicated there was no injury/impact to the pt.